Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that he fills the reservoir and only 200 insulin units get delivered and he has to change it when it still has 100 units left. The customer stated that it gets stuck and he is not able to push insulin through the tubing. The blood glucose at the time of the incident was 193 mg/dl. He was advised to fill the reservoir only with the units he calculates to use based on the daily totals. The product will not be returned for analysis.